Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned stem inserter confirms the blue plastic sleeve is missing. The epoxy was present and uniform on the surface of the insertion feature. The device exhibits wear & tear. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The blue sleeve, at the tip of the kinectiv inserter, was found cracked during surgery. The implant thus cannot be assembled correctly with the instrument. Attempts have been made and additional information on the reported event is unavailable at this time.